Manufacturer narrative:
The reported issue was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
It was reported that the temperature on channel 1 and 2 were rising too slowly. Hence, the physician was only able to complete the monopolar lesions. The physician was unable to perform the dual lesions. In turn, the procedure was aborted, only half procedure was completed.